Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad). Following the deployment of a unspecified stent, a 2.25 x 8mm xience pros drug-eluting stent (des) was advanced to the lesion; however it was noted that the stent size was too small, therefore the des was removed. However during the removal, the des was noted to become stuck on the previously implanted stent, subsequently leading to the stent becoming dislodged in the anatomy. At this point, a 3.0 unknown non-compliant balloon was advanced to the anatomy and used to fully expand the dislodged stent partially at the target lesion and the procedure was concluded. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported device dislodged or dislocated (stent dislodgement) was confirmed. The reported difficult to remove could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties and subsequent treatment appear to be related to procedural circumstances. In this case, it is likely that interaction with the previously implanted stent contributed to the reported difficulty to remove the device and the subsequent stent dislodgement. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.